Manufacturer narrative:
Follow-up # 2 ¿ (08/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/26/2013 and 8/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2013 alleging the meter produces an inaccurately high reading compared to another device. The lfs meter was reading "8.1mmol/l" compared to "6.1mmol/l" on another meter within 30 minutes of each other. This complaint is being reported due to the following conclusion: based on statistical methodology, the calculated difference of the results exceeds the expected value of <=30% difference between readings taken within 30 minutes of one another. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/06/2013)-product evaluation: the patient¿s test strips were returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. However, a secondary issue was observed. Error 4 message was observed when the test strips were analyzed using control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.